Event description:
The customer contact reported inaccurate delivery. The tubing set was being used to deliver an unspecified amount of an unspecified IV solution. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, the customer contact reported, the pt did not receive the amount of prescribed solution. Reportedly, "the flow was either too slow or too fast." There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected foreign customers were notified via a device information letter dated 10/09/07.